Event description:
It was reported that "the cord was pulled out of the back of the hand piece" device and "the wires were exposed". It was unknown if the device was being used in a surgical procedure or if medical intervention was required. It was unknown to the reporter if there was a delay to a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and observed that the wiring was exposed due to hose / cord being torn / pulled away from the motor. Evidence suggests this was due to mishandling during the cleaning procedure. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).